Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3 will be submitted. Concomitant medical products: item# 110010245 g7 osseoti 4 hole shell 54 mm f lot# 6222888. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-02578.

Event description:
During a total hip arthroplasty the physician had difficulty seating the liner in the cup. Patient experienced fractured pelvis during the attempt to seat the liner. Additional information requested and received.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Complaint sample was evaluated and the reported event was confirmed. Upon visual inspection the items were stuck together and could not be separated due to this, no further measurements were taken. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.